Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated re-programming of device mode, atrial amplitude and atrial and ventricular sensitivity were made.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing.

Event description:
It was reported that the during patient follow up check, oversensing on atrial and right ventricular (rv) lead was observed. Review of device data indicated probable subclavian crush, and ¿mirror image¿ on the atrial and rv lead signals and indicates that the outer insulation of both leads is damaged and the outer atrial and rv lead conductors touching each outer briefly. The atrial and rv lead remain in use, and replacement planned for a later time. No patient complications have been reported as a result of this event.